Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced a near syncopal episode during a right ventricular automatic threshold test (rvat). A clinician contacted boston scientific technical services (ts) to discuss rvat. Ts discussed troubleshooting steps and options to adjust threshold to fixed output. This device remains in service. No adverse patient effects were reported.